Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using two proglide devices after a transcatheter aortic valve intervention. Reportedly, two proglide devices and an angio-seal device were attempted to close the access site, but did not work. Hemostasis was achieved with manual arterial compression and balloon occlusion. As the name of the operator of the device was not provided, it is unknown if the operator is trained in the use of the proglide device. No additional information was provided.